Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon deflation failure occurred. A 3.75mm x 8mm nc emerge balloon catheter was advanced for post-dilatation; however, the balloon remained inflated despite attempts to deflate it using the inflator. A buddy wire was utilized to puncture the balloon to allow removal. The procedure was completed without patient complications, and the patient is expected to fully recover.